Event description:
Sorin group (B)(4) received a report that the oxygenator was blocked during the procedure by debris which came from black water circulating from the heater cooler. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a competitor oxygenator was blocked during the procedure by debris which came from black water circulating from the heater cooler. Another one had been contaminated with the debris. The black debris was not confirmed during the service visit. The debris could potentially have been caused by a lack of implementing a cleaning procedure. The water in the circuits was clear and the unit was disassembled to obtain photographs of the immersed tanks, temp probes and other elements. The unit was reassembled and all calibration and functional checks were successful. Since the issue was resolved by the service representative and no trends has been identified, no further investigation is required. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the oxygenator was blocked during the procedure by debris which came from black water circulating from the heater cooler. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. This report is being filed late. The report was inadvertently misplaced.